Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After introducing the catheter into the sheath and aspirating, air was being sucked into the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.